Event description:
Legal claim reported: the patient originally underwent procedure to fuse three levels due to injury resulting from a work accident. Approximately twelve days post-op, the patient presented with pain and reduced movement in the upper extremities. Investigation found at c6 there was a "protruding screw". The screw was removed and replaced. Approximately eight days later, it was found the screw was out of place a the same level. An attempt was made to remove the plate and screws but was unsuccessful. One month later, the patient underwent another revision procedure in with the screw was removed and replaced. No further information is available at the time of this report.